Event description:
It was reported that; patient had lumbar fusion surgery. 5cc was implanted during surgery. According to the surgeon, patient may be allergic to something implanted during her surgery.

Manufacturer narrative:
Catalog# 2102-1505. Lot# b1507025. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the reported event and additional email correspondence with the sales rep was determined to not indicate a product failure. Further email correspondence with sales rep confirmed; surgeon reported that the patient did not react definitively to vitoss. Conclusion: there is no adverse consequence as a result of the reported device and there is no indication of a device specific failure mode in this event.

Event description:
It was reported that; patient had lumbar fusion surgery. Five cc was implanted during surgery. According to the surgeon, patient may be allergic to something implanted during her surgery.